Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. Reportedly, moisture was evident in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/20/2014 with the following findings: a cs-054 call service alarm, which is potentially indicative of the reported event, was observed in the black box data from the reported event date. Cs-078 and eaw 128-fxxx alarms were also observed in the black box data. The pump powered on, and the display screen was clear, legible, and fully functional; the reported event was not duplicated. Corrosion was observed inside of the battery compartment. The pump failed a leak test due to a battery compartment leak. The pump case was removed, and corrosion was found on printed circuit board and motor flex/connector. The relation of the moisture ingress to the reported event could not be determined, as the reported event was not duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.